Event description:
A customer reported that while using a system component (c3 transducer), the system monitor exhibited a brilliant white flash and the customer simultaneously felt a tingling sensation at the wrist and elbow.